Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery is not lasting longer than 6-8 hours on the insulin pump. Customer stated that he received another low battery on the pump from the time he called this morning to now. Customer stated that he is calling back after previously completing the troubleshooting for a low battery alert within 1 week. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Pump passed the functional tests, including the self -test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The device was received expected low battery alarm, high sleep current and high active current due to corroded battery tube. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and broken belt clip rails.